Event description:
A malfunction alarm identified as "malf 5" was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy while cts arranged to replace the pump. The problematic pump was to be returned using a pre-paid label, and the caller was instructed on how to put the pump into storage mode before returning it to tandem.